Manufacturer narrative:
Co examined the piece of catheter and the adaptor that was returned and made the following observations: catheter fragment has 1 slice in it and 2 small nicks just opposite the slice. The fragment is 3.4cm long and has the small red section that identifies it as an arterial catheter. The inside of the catheter has evenly speaced spiral cuts in the end that went on the adaptor where the trocar must have marked it. This would have occurred during the insertion procedure. However, the statement was made that the catheter was functioning normally on the previous dialysis treatment (3/14/97) and the patient presented with a leaking catheter on 3/17/97. The leak was stated as "small pin holes near the red ring on the white port of the tesio." 68-the result of the evaluation appears to be that the holes in this catheter are from a sharp object possibly being used near the device, such as to remove a dressing or a suture. 400-catheter.

Event description:
Catheter used on 3/14/97 with no leaks noted. On 3/17/97, the pt returned for leaking arterial port on tesio perma cath. Small pinholes near the red ring on white part of tesio.